Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion, occlusion, prime, no delivery, and motor tests. There was no excessive "no delivery" error alarm or motor error alarm found. The unit was received with normal operating currents and no unexpected off no power, low battery, failed battery test, or battery out limit alarms were found. The drive support disk was inspected and no anomaly was found. The unit had a missing end cap sticker, a cracked case at the display window corner, a minor scratched lcd window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, and a cracked reservoir tube window.

Event description:
The customer called in to report that the insulin pump alarmed motor error and no delivery. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 500 mg/dl. The customer treated with a manual injection. The customer reported that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.